Event description:
It was reported that there was inaccurate medication infused. The reservoir volume indicated 0 ml and 105 ml were given, but there was drug remaining in bag. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information provided in h6 and h10. Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. No damages or other defects were detected on the sample. It was observed that the blue clip was not present. During functional testing, no discrepancies were detected; sample was fully priming and connected without difficulty, the pump was set running and no alarms were activated, no occlusions detected, the test successfully passed; thus, the failure mode reported was not confirmed. Root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.

Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.